Event description:
The hospital reported that during the bisection portion of harvest, the harvester noticed that there was separation of the vasoview hemopro 2 heating wire element from the jaws of the bisector. They stop using device and removed from the surgical site and inspected it and found all parts had come out of surgical site with none left. Nothing fell on the patient. However, the device was no longer usable. There was only a short delay in the procedure to open another vh-4000 kit. The case proceeded normally with no further incident. No patient injury or harm to patient due this incident.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Initial reporter exceeds character limitations: (B)(6).

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/19/2025. An investigation was conducted on 11/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000504283 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.